Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported having removed the dental implant, 2 years and 9 months after the dental implant was installed in intraoral region #19. The implant was removed in consequence of the abutment fracture, since the fractured portion got stuck into the implant.